Manufacturer narrative:
Driveline cable (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release.  Review of the controller log files could not be performed since log files covering the reported event date were not available for analysis. The reported event could not be confirmed due to lack of evidence provided by the site. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the driveline sheath repair was damaged. The driveline was previously repaired with rescue tape, there were multiple cracks along the driveline.  All of these occurred without alarms. A new driveline sheath repair was performed.  No patient complications have been reported as a result of this event.